Manufacturer narrative:
Concomitant medical products: syringe; td (B)(6) 2018. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a patient was receiving pca morphine at 8mg every 15 minutes with no max limit which required the nurses to change the syringe frequently. The md changed the ordered to 2mg every 15 minutes with no max limit and a separate morphine drip continuous dose at 4mg/hr to be given with the pca simultaneously. After 3 hours the pca syringe needed to be replaced and the nurses noticed that the pca had no record of demands or delivery of doses given. The last time the device was cleared of data was on (B)(6) 2018 at 1945. The continuous dosage was programmed on channel d and the pca was on channel c. There was no patient harm.

Event description:
The customer reported that a patient was receiving pca morphine at 8mg every 15 minutes with no max limit which required the nurses to change the syringe frequently. The md changed the ordered to 2mg every 15 minutes with no max limit and a separate morphine drip continuous dose at 4mg/hr to be given with the pca simultaneously. After 3 hours the pca syringe needed to be replaced and the nurses noticed that the pca had no record of demands or delivery of doses given. The last time the device was cleared of data was on (B)(6) 2018 at 1945. The continuous dosage was programmed on channel d and the pca was on channel c. There was no patient harm.

Manufacturer narrative:
The customer¿s report of the pca module showing no record of pca requests or deliveries was not confirmed. Visual inspection showed no anomalies. The review of the pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log recorded that on (B)(6) 2018 at 7:24 pm the patient history was cleared and the dose was changed to 2mg for the pca morphine infusion. There were 12 pca requests that were delivered between (B)(6) 2018 at 7:24 am and (B)(6) 2018 at 5:11 am for a calculated volume infused of 24ml. In the 10 hour period since the patient history clearing, there were no log entries recording the volume or patient history being cleared. The pcu event log recorded the user selecting soft key 11 for volume infused. The volume infused selection will only display the volume infused from the start of the infusion. Patient history will display pca requests and deliveries. Functional testing showed no anomalies. The customer¿s report that the pca module had no record of pca demands or deliveries was identified as a user error. Instead of selecting patient history the user was selecting ¿volume infused¿ which will display the total volume infused from the start of the infusion.